Manufacturer narrative:
Section g1: correction.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the centrimag blood pump and the reported hemorrhagic shock and subsequent patient outcome could not be determined through this evaluation. The centrimag rvas blood pump IFU lists bleeding and death as potential medical risks associated with the use of the centrimag vad. This IFU also lists bleeding and end organ dysfunction as possible side effects of using the device. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's lvad implant event is reported within MFR report number 2916596-2019-03048. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with an extracorporeal circulatory support pump on (B)(6) 2019. It was reported that the patient expired on (B)(6) 2019 due to hemorrhagic shock. The patient suffered cardiac tamponade shortly after left ventricular assist device (lvad) implant in the intensive care unit and was emergently taken back to the operating room for a chest wash out. The patient required centrimag right ventricular assist device (rvad) placement. The patient's hemoglobin dropped below 4g/dl. The patient refused a blood transfusion which contributed to hemorrhagic shock per healthcare professionals.